Manufacturer narrative:
Ortho performed batch review, complaint review by lot, and donor history. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted tsc to report false negative results on the vision when performing antibody screen testing on a patient sample. Sample ID: (B)(4). 0.8% selectogen lot# vs287 exp 28-jul-2020 mts anti-igg lot#021820001-04. Relevant information: issue started on: 13-jul-2020, microtubes/wells or cell (donor #) affected: screening cell 1, reaction grade obtained: negative, customer was expecting: positive, incubation time (for manual test only): na, test repeated: yes (manually and on vision). Method/result obtained by repeating: positive sample ID: (B)(4) (tested originally at 0734am, repeated 1420pm), number of samples affected? 1, was qc affected? No, was any expired product used? No, when was the last successful qc run? 13-jul-2020. Patient clinical history: patient was an ob preadmission testing patient. No known antibody or transfusion history available. Product handling protocol: cassette/gel card storage temperature range: as per IFU, cassette/gel card orientation: upright, rbc storage and handling: as per IFU, visual appearance before use: acceptable, was the vial freshly opened? No, other relevant information: no flags or sampling errors noted at the time of original testing or upon repeat. Issue identified upon correlation studies testing and review. Testing performed on 13-jul-2020, issue reported to tsc on 17-aug-2020. Specimen was run at 0734am on 13-jul-2020 on vision, antibody screen testing produced negative results for both cells. Customer selected sample for correlation testing against manual gel testing. Customer performed testing utilizing the same lot of selectogen and mts gel cards. Manual testing produced a positive antibody screen at sc1. Customer repeated testing on the vision and results were also positive sc1 (1+) at this time. Customer sent sample for antibody ID to a sister facility utilizing the vision. Sample again produced a positive antibody screen and antibody panel testing identified anti-big k results. Tsc: column grade report, metering and sequence of events reports reviewed.